Event description:
During the impaction of a grosse and kempf femoral nail, the locking bolt broke at the top of the thread. The threaded portion of the bolt was left in the nail.

Manufacturer narrative:
Summary of evaluation: evaluation of this event cannot be performed because the device was not returned for evaluation.